Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 41 mg/dl. Customer was treated with sugar. It was unknown that whether the auto mode feature was active at the time of incident. Customer was in a hot tub, when they got out it, insulin pump had a battery error and a critical pump error. The insulin pump had blank display. The contacts on battery cap was not missed or damaged. The display of insulin pump was not returned after restart. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer reported a blank display after being in the hot tub. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label, cracked middle (enter) keypad button, scratched keypad overlay, scratched case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No blank displays or critical pump errors (open book image) were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing either. All buttons were tested while navigating the menus, and they all worked properly. Attempt to download/upload using crest/thus was successful. The adapt tool lists the following pump errors which could possibly trigger a critical pump error/open book: pump error 63 (variableinfo = 0c) occurred on (B)(6) 2022 @ 21:48:41, 21:55:15, 21:56:01, & 21:58:18; pump error 53 (filenumber = 2005, linenumber = 5632) occurred on (B)(6) 2022 @ 21:49:24, 21:50:43, 21:51:21, 21:51:47, 21:52:53, & 21:54:00. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, components located on the back side of the board, back side of the lcd screen. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit also passed the keypad voltage test. In summary, the customer¿s report of a blank display was not confirmed during testing. Pump error 63 (variableinfo = 0c) is due to a hardware error, and pump error 53 (filenumber = 2005, linenumber = 5632) is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.